Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of cerebrovascular accident (stroke) is listed in the product instructions for use as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xact stent is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a stenting procedure in the left internal carotid artery, the patient was had a stroke. Reportedly, the emboshield nav6 filter element was deployed and the lesion was predilated with a viatrac balloon. After the xact stent was implanted, there was zero flow and the physician was concerned that a dissection occurred at the distal edge of the stent. A second stent was implanted to treat the possible dissection. As the stent was post dilatated with a viatrac balloon, the patient experienced right sided weakness, speech and memory problems. An embolus was then noted in the left middle cerebral artery (mca). The filter element was removed and was noted to be very full. An extraction catheter was used to remove the embolus in the mca. Also, during the procedure, hypotension occurred and resolved before the procedure was completed with treatment of neosynephrine. The patient was discharged 3 days post procedure to a rehabilitation facility. No additional information was provided.